Event description:
The customer reported the system failed to boot up. This resulted in loss of imaging functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc battery and ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.